Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual devices were not available; therefore, a device analysis could not be completed for the actual samples. However, a photograph of an unused sample was provided for evaluation. A visual inspection was performed on the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Therefore, the reported condition could not be verified through photo inspection of the unused sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system solution sets were leaking from the white covering of the tubing. It was further reported that the leaks occurred when the infusion pump started for chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.